Manufacturer narrative:
(B)(6). Device not returned.

Event description:
It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately right coronary (rca) artery. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. Ivus check was tried to perform but the opticross was unable to cross in the stent. Guideliner was used then it was passed through in the stent, but lost image occurred. Another opticross was used as a replacement. During connection, disconnect error appeared. When it was reconnected, pullback was unable to be performed. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately right coronary (rca) artery. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. Ivus check was tried to perform but the opticross was unable to cross in the stent. Guideliner was used then it was passed through in the stent, but lost image occurred. Another opticross was used as a replacement. During connection, disconnect error appeared. When it was reconnected, pullback was unable to be performed. The procedure was completed with this device. No patient complications were reported. Device evaluated by MFR: device was received for analysis. Overall visual revision did not identify failures or evidence that could be lost due to decontamination process. No damages or failures were observed on the ccp board assembly. No other visual damages were encountered upon visual inspection. The catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during testing. The telescope assembly was able to properly pull back, advance, and retract. It was also observed that the catheter flushed normally.